Event description:
It was reported that allegedly the safety bar missed the safety hook and the the unit tipped over with a patient. It was reported that the patient injured their elbow and recieved an x-ray.